Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was testing in settings mode. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 12 am on (B)(6) 2016. The patient informed the csr that he does not take any medication to manage his diabetes. He denied taking any action in regards his usual diabetes management routine in response to the meter issue. At approximately 12 am on (B)(6) 2016 the patient claimed that he "passed out"; the patient stated that the meter issue prevented him from testing his blood glucose and he passed out as a result. His wife contacted the emergency medical services who arrived soon afterwards and treated the patient with an injection of an unknown substance. The patients blood glucose was tested on the emergency medical technicians meter at this time with a reading of "42mg/dl." During troubleshooting the csr was able to confirm that this was not the first usage of the device. The csr was able to resolve the issue with troubleshooting. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.